Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient presented with a shortness of breath. The valve was failing due to stenosis. A valve-in-valve procedure was successfully performed with a 20 mm sapien 3 ultra resilia valve. No patient complications were reported. Per feedback from the fcs, a transesophageal echocardiogram recently performed demonstrated a left ventricular ejection fraction of 60-65%, a mean aortic valve gradient of 46.7 mmhg, a peak velocity of 4.0 m/s, an aortic valve area of 0.7 cm2, and an indexed aortic valve area of 0.38 cm2. Mild to moderate aortic insufficiency was reported. Valve measurements were reported as 20.1 x 21.7 mm at the bottom of the valve, 19.8 x 21.2 mm at the mid-valve, and 21.6 x 22.7 mm at the top of the valve.